Event description:
It was reported that during the implant procedure, there was "negative torque" on the right ventricular lead when trying to extend the helix to reposition. It was also reported that there was no visible deployment of the helix at twelve turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix mechanism and sleevehead.